Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting over the phone was performed, olympus technical assistance center (tac), reviewed the cables with customer, who said they had an sdi out of the device and into an endo genie. Tac had the customer ensure all cabling was secure. The customer did not have another endo genie to swap out. The customer informed that the issue appeared to be either with endo genie or the pc. Tac transferred the customer to provation for further troubleshooting. The customer confirmed that the device will not be returned as the issue was resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had an image within the monitor on the wall where the device connects to the monitor; however, there was no image on the provation software. The customer received an "issues with live video feed, check connections.¿ error message. The event occurred during preparation for use, and there was no patient harm or user injury reported due to the event.